Event description:
It was reported that before implant, the helix was attempted to be extended but it did not extend even after an excessive number of turns. The lead was not used and another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned, analyzed, and no anomalies were found.